Manufacturer narrative:
H6: torn isolator. Evaluation: the hand piece was returned with a loose mount. The hand piece was tested with a generator and an error code 3 was found. The instrument was disassembled, moisture and a torn acoustic isolator were found in the instrument.

Event description:
The device was received with no info regarding the device, a procedure, or a related event.